Event description:
Healthcare professional reported ¿black spots observed on the product¿ prior to implantation. The device did not touch the patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: intact, no other observation. Leak test was performed, and no leakage was observed. Based on the device analysis, the final assessment is that the device was intact and functional. No issues were observed related to report of foreign material on the implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: "to avoid contamination, aseptic technique is essential. Do not expose the tissue expander to lint, talc, sponge, towel, and other contaminants. Contamination at the time of surgery increases the risk of periprosthetic infection, which could require premature explantation of the breast tissue expander." "A sterile back-up tissue expander must be readily available at the time of surgery in the event that damage occurs. Products must be carefully inspected for leaks or nicks prior to use. Do not attempt to repair damaged products." "Each sterile tissue expander is supplied in a sealed, double primary package. Natrelle® 133 tissue expanders sterile product accessories are also supplied within the product packaging. Sterility of the tissue expander is maintained only if the thermoform packages, including the package seals, are intact." "Do not implant any device that appears to have particulate contamination, nicks or leaks. A sterile back-up tissue expander must be readily available at the time of surgery."

Event description:
Healthcare professional reported ¿black spots observed on the product¿ prior to implantation. The device did not touch the patient.